Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient need knee revision the reason is ¿instability¿ in the knee.

Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed through clinician review of the medical records provided. Method & results: - device evaluation and results: not performed as no product was returned for evaluation. - medical records received and evaluation: the medical review indicated: baseplate malposition in excessive posterior tibial slope with choice for cr type of components in a knee with long standing stability problems has contributed to early failure of the triathlon cr arthroplasty with recurrent instability requiring exchange to triathlon ts. - device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other similar events for the lot referenced. Conclusion: the medical review indicated that baseplate malposition in excessive posterior tibial slope with choice for cr type of components in a knee with long standing stability problems has contributed to early failure of the triathlon cr arthroplasty with recurrent instability requiring exchange to triathlon ts. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient need knee revision the reason is ¿instability¿ in the knee. Update: as per clinician review: baseplate malposition in excessive posterior tibial slope with choice for cr type of components in a knee with long standing stability problems has contributed to early failure of the triathlon cr arthroplasty with recurrent instability requiring exchange to triathlon ts.